Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was the suture in contact with the patient? All answers above are unobtainable. Once there is any update, we will update the information. Did the pull off occurred during use on the patient? Were there any patient consequences?

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture in contact with the patient? Did the pull off occurred during use on the patient? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lateral episiotomy surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.